Event description:
The original report received from the affiliate states that the physician experienced a no cross during the procedure with the stabilizer guidewire. No additional information was provided. Preliminary analysis was received and noted that the distal section of the wire was noted be stretched.

Manufacturer narrative:
The product is available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The original report received from the affiliate states that the physician experienced a no cross during the procedure with the stabilizer guidewire. No additional information was provided. Preliminary analysis was received and noted that the distal section of the wire was noted be stretched. There was no injury reported for the patient. One non sterile sgw stabilizer .014 180cm j ss guidewire was received coiled inside of a plastic bag. The core wire presented two kinked conditions at 4.4cm and 9.2cm from proximal end. The distal tip was bent at 1.5cm from distal end. No other anomaly was noted with the naked eye. The distal section was observed under microscope and was noted that coil wire was stretched at 2.2cm from distal end. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported failure by the customer as 'guidewire- failure to cross' could not be evaluated due to nature of the complaint, the cause of this event could not be conclusively determined, but it does not appear to be manufacturing related of the product. The cause of the damages found on the device may have been caused during procedure when the device tried to cross the lesion. Neither the product analysis nor the DHR review suggests that the failure could be related to the atw marker guidewire manufacturing process; therefore, no corrective action will be taken at this time. The reported failure by the customer as 'guidewire- failure to cross' could not be evaluated due to nature of the complaint, the cause of this event could not be conclusively determined, but it does not appear to be manufacturing related of the product. The cause of the damages found on the device may have been caused during procedure when the device tried to cross the lesion. Neither the product analysis nor the DHR review suggests that the failure could be related to the atw marker guidewire manufacturing process; therefore, no corrective action will be taken at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported and confirmed events.